Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level (value not provided). The customer alleged that the pump was not delivering insulin properly, however that could not be confirmed as customer declined troubleshooting. Reportedly, the customer reverted to manual injections for insulin therapy.